Event description:
It was reported that the pt did not received consistent stimulation. The leads had high impedance when measured intraoperatively with the extension, but when the extension was removed, the impedances were normal. The extension was replaced and the pt currently receives satisfactory stimulation.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.